Manufacturer narrative:
The reported complaint that "the autopulse platform (sn (B)(6)) displayed a user advisory (ua) 45 (not at "home" position after power-on/restart)" was confirmed in the archive data and during functional testing at zoll. The root cause of the ua45 advisory message was that the driveshaft was not in "home" position, most likely attributed to unintended user error. A user advisory is normally a clearable error message, and it is designed into the autopulse platform to alert the operator that autopulse has detected one of several conditions. Per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on, a user advisory (45) will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a user advisory (45), pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart. A visual inspection of the returned platform was performed, and no physical damage was observed. The archive data review indicated multiple ua45 advisory messages on the reported event date, confirming the customer's reported complaint. Functional evaluation failed as the autopulse platform displayed a ua45 advisory message upon powering up, confirming the reported complaint. The driveshaft was rotated to "home" position by utilizing the administration menu to remedy the ua45 advisory message. Subsequently, the autopulse platform successfully passed a run-in test using the large resuscitation test fixture (lrtf) for 15 minutes. Zoll is awaiting customer's approval for service. Historical complaints were reviewed for service information related to the reported complaint, and no previous history of complaint was found for the autopulse platform with serial number (B)(6).

Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned, and investigation has been completed.

Event description:
During shift check, customer reported that the autopulse platform (serial #(B)(6)) . Displayed user advisory "(ua) 45" (driveshaft not at "home" position after power-on/restart) error message. The customer replaced the lifeband and battery and adjusted the patient in the center but ua45 persisted. No patient involvement.